Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. Her blood glucose level was high at that time due to motor issues and the insulin pump not working. She treated her blood glucose using a manual injection. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. All operating currents were normal. No unexpected low battery or off no power alarm noted. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.